Event description:
Reporter alleged obtained discrepant back to back blood glucose results of 195 mg/dl, 136 mg/dl, 184 mg/dl and 105 mg/dl when all tests were performed within 10 mins on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.